Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-feb-2026, it was reported by a sales representative via email that an ar-2372blo knotless ac tightrope button could not be implanted. During the procedure, the surgeon was unable to drill a single bone tunnel through the clavicle and coracoid due to the nature of the patient¿s bone dislocation. As a result, the surgeon elected to drill separate holes in the bone at different angles. When attempting to implant the knotless ac tightrope device, the device could not be advanced through the separately created bone holes, as the construct could not pass through this trajectory. The case was completed using an ar-2371bl knotless ac tightrope repair system instead. This issue was discovered during a procedure on (B)(6) 2026.